Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump indicated a data log corruption and that the customer experienced an occlusion alarm. Customer's blood glucose level was 250 mg/dl. Reportedly, customer performed a supply change and resumed insulin delivery.